Event description:
The catheter broke while in use. No patient complications due to event.

Manufacturer narrative:
The catheter was returned in two portions. The first portion consists of the molded junction with approximately 5.0 mm of catheter extending from the nose of the junction. The second portion is loose catheter tubing that is approximately 19.2 cm. In length. Visual and microscopic examination of the first portion revealed jagged edges on the catheter tip, where it had broken from the molded junction, which demonstrates stress. Stress to the outer dimension just above the break is also present. The second portion has jagged edges on the tip and distal end of the catheter tubing, which indicates there was a third portion that was not returned. The jagged edges demonstrate stress to the catheter. The remainder of the catheter is undamaged. Conclusion: based on the investigation results, the quality engineer could not determine the exact cause of the incident, however, stress was a contributing factor. PICC catheters are 100 percent pressure tested for leakage and pull tested per specification to ensure catheter strength and integrity prior to acceptance. Forceps, clamps and sharp instruments can damage the catheter so the user is cautioned to use care when using these instruments.